Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was asymptomatic. The hardware elective replacement indicator byte was checked but could not be obtained as an error message was displayed. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved bvvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.